Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) failed the preventive maintenance procedure due to a display issue. During testing in wifi and ethernet modes on the impella connect interface, the yellow and red display colors were missing. Further inspection identified that a pin on the video cable associated with the I/o panel was not properly seated. The I/o panel was replaced. Following replacement, the controller was retested, and all display and related testing met specification. Preventive maintenance was completed without further issues, and the controller was reported to be functioning as expected. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.